Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, which can prevent a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and found that the flex vision computer unable to boot up. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the checked the wcb (wall connection box) box and found issue with the connection box. To resolve the issue, fse reset power cable, replaced dvi cable for outer input signal. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.